Manufacturer narrative:
Attempt(s) for additional information with the physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The date of death is approximate as the exact date is unknown. Product ID: 5076-52, implanted: (B)(6) 2013; product ID: 5076-45, implanted: (B)(6) 2013. (B)(4).

Event description:
A patient was reported as deceased with limited information the patient received an implantable pulse generator (ipg) system approximately one week prior to the death. A cause of death was requested and not received.

Event description:
Additional information was received from the hospital's coroner report indicated the cause of death as an acute myocardial infarction. It was also noted that there were atrial spikes with no capture and ventricular spikes with widening qrs complex and approximately two hours later, the patient was found pulseless and apneic. The hospital also included the patient's past medical history.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
(B)(4).